Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/or anomalies. No devistions related to the event were found. Insufficient information provided, unable to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: @6 weeks, severe lateral joint line pain, mild posterior pain. Daily gabapentin, no instability, rom 0-115*. Moderate pain, moderate trouble, limping all the time. Somewhat satisfied. @1 year, mild global pain, prn otc meds, no instability, rom 0-125*, moderate pain and difficulties, somewhat satisfied. @2 year, severe pain posterior lateral region, daily nsaids. No instability, rom 0-125*. Moderate-extreme difficulty, mostly inactive, restricted adls, very dissatisfied. Completed study per protocol. @2.5 year ae left tka (contralateral) a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. The patient was progressing well until the two year follow up when she reported severe pain, restricted adls, and dissatisfaction. The patient completed the study per protocol without intervention one year 4 months post procedure.